Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-10878. It was reported that a guidewire perforated a balloon catheter. The target lesion was located in the iliac artery. A v-18 control wire was engaged and a ranger drug-coated balloon was selected for use and was noted to be difficult to advance over the wire. Eventually the balloon fed on the wire and the wire perforated through the balloon. The balloon kinked and had to be withdrawn together with the sheath. The physician chose to end the case. The patient status was okay and no complications were reported.